Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter states an individual was tested with a safe-t-pro plus lancet device. After the finger prick, the individual's finger became swollen. Individual's finger became infected and he was hospitalized for "a few" days. No treatment information has been provided. The manufacturer requested return of suspect product for evaluation.